Event description:
During baxter's functionality testing, a spectrum pump had false upstream occlusion alarms. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarms were confirmed through baxter's functionality testing, as well as review of the event history log, however this condition was unable to be reproduced. The unit was tested per baxter's service procedure with passing results. The pump was calibrated per baxter's service procedure to ensure continued accurate occlusion detection.